Event description:
Nebulizer does not work.

Manufacturer narrative:
The complaint has been reopened. And reviewed according to FDA form 483 inspectional observation ems #2, eobs2. From the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: the issue is deemed a reportable event, since the issue is linked with a malfunction of components, due to aging of the device. A correction through the replacement of these components was conducted as per service manual, to ensure the correct functioning of the raphael ventilator. Tests conducted after the replacement confirmed, that the correction was the adequate one. No further issue was observed. The issue was discovered, during ventilation of a patient. There was no reported patient or user harm. However, the investigation concluded to the reportability of the case. The related risk-ID and severity (as linked with the new risk-ID) were changed in this investigation. The allegation in this complaint was confirmed, to be a complaint. No further investigation or correction will be performed except those mentioned above. In the future, hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.